Event description:
The customer observed high quality control results when using the advia centaur cp troponin ultra (tni-ultra) assay compared to peer data on a new installation. The customer performed a patient correlation with a sister laboratory and observed higher results than the sister laboratory. There are no reports that treatment was altered or prescribed or adverse health consequences due to the high quality control results or the higher patient results.

Manufacturer narrative:
The cause of the elevated quality control results and patient sample results with advia centaur cp troponin ultra is unknown. Siemens service went on site and performed precision and accuracy studies with quality control (qc) results. The studies confirmed acceptable precision but qc results higher than the peer mean. Service performed a total service call. As part of troubleshooting, the luminometer was replaced and the acid/base system was decontaminated. A firmware download was performed and calibrations of luminometer were verified. Load sensor adjustments were made. Service verified that there was no bleach in the acid/base. No conclusions can be drawn. After service and re-calibration of the assay, qc and master curve material are recovering well. No further investigation is required. The quality control section of the instructions for use states the following: "siemens healthcare diagnostics recommends the use of commercially available quality control materials with at least 2 levels (low and high). A satisfactory level of performance is achieved when the analyte values obtained are within the acceptable control range for the system or within your range, as determined by an appropriate internal laboratory quality control scheme. If the quality control results do not fall within the expected values or within the laboratory's established values, do not report results. Take the following actions: verify that the materials are not expired. Verify that required maintenance was performed. Verify that the assay was performed according to the instructions for use. Rerun the assay with fresh quality control samples. If necessary, contact your local technical support provider or distributor for assistance." The summary and explanation of the test section of the instructions for use states: "always analyze ctni results in the context of time elapsed since patient presentation to the hospital. Serial sampling is recommended to detect the temporal rise and fall of troponin levels characteristic of mi. In accord with published recommendations, serial testing of ctni at intervals of 2 to 4 hours for up to 12 to 24 hours is suggested to corroborate a single ctni result. An elevated troponin alone is not sufficient to make the diagnosis of mi. Other markers, such as ck-mb and myoglobin, can be used in conjunction with ctni results in aiding the diagnosis of mi."